Event description:
I would like to know why denture adhesive products use zinc which I have heard can have adverse effects and magnesium which can interfere with the performance of antibiotics such as macrobid. I have heard that some companies do not list all of the ingredients in their products because they don't need to. What sense does that make? It is wrong! I am prone to bladder infection and since moving to a new state, have had more than the usual amount of infections. I have worn dentures for about a year and am now finding out that the macrobid I am taking may not be as effective if you have magnesium in your system. Of course, I am under a doctor's care. They never even questioned me about anything like this. I have been doing my own research relevant to my lifestyle since being here. Then I found out zinc is not good for you and that it is another ingredient of poligrip and other adhesives. Not right!